Event description:
The nursing home resident had a blood drawn. The results were returned with very high bun & creatine levels. The patient was subsequently taken to an emergency room where the same tests were found to be within normal limits. The tube was pulled and reran with similar abnormal results. Test was repeated immediately before and after the event. The results were same. Patient was interviewed who stated the person who performed the blood draw printed his name on the paper label of tube. The adhesive label was pulled back from the tube and the patient's name remained on the paper label making this difficult to explain the difference in test results between this laboratory and other hospital laboratory.====================== health professional's impression======================it is unclear====================== manufacturer response for blood test tube, bd vacutainer tube======================manufacturer reported not an issue w/tube.